Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue with test failure was not reproduced during troubleshooting, however inspection of the device revealed issues with damaged nozzle units caused noise. According to received information, nozzle units on o2 and air gas modules were manipulated and physically damaged by customer. Nozzle units were replaced to resolve the issue. The reported issue was confirm in provided device's logs. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer's guidelines, the preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. Nozzle units are included in maintenance kit 5000 hours. Based on information provided in device logs, last preventive maintenance was performed on october 3rd, 2025, which is sooner then a year, or every 5000 hours of operation. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to unintended use error.